Manufacturer narrative:
Device code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a thoracic aortic dissection. It was reported that during the index procedure, when vnmc2020c94tj was being implanted and the tip capture mechanism was released, it was noted that the device dislodged distally. It was reported that since there were no blood vessels occluded as a result, the procedure proceeded as normal and was completed without any endoleak. As per the physician, the cause of the event was possibly an undersized device. It was stated that it was difficult to measure the mean arterial blood pressure of the blood vessel so it was possible the device was undersized. No additional clinical sequalae were reported and the patient is fine.